Event description:
During the initial call, it was reported that the patient's meter was reading inaccurately low. The patient was allegedly experiencing symptoms of dizziness and nausea. Pt's blood glucose was tested by a hcp (unclear if hospital or doctor's office) with a result of 24 control. Pt was allegedly treated (unknown treatment). Family member later called to report that they replaced the batteries in the patient's meter and it is now working fine, and that the test strips were expired. Family member had no further information to report. The meter was not replaced.